Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The right ventricular lead displayed irregular sensing signals and was capped in 2009. The patient expired due to unknown causes in 2014. Further information has been requested but yet received.